Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the returned device found that the stent delivery wire was kinked and the distal tip was broken. The stent was returned in the deploy state and was deformed. Functional testing could not be performed because the stent had been deployed. Based on the analysis, the reported event was confirmed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the investigation results and available information, it is possible that the introducer sheath distal tip was damaged during insertion into the microcatheter hub, causing the subsequent damage noted to the device. Therefore, a cause of procedural factors has been assigned to this investigation.

Event description:
Based on the investigation of the returned product, the distal tip of the stent delivery wire was broken. There were no clinical consequences to the patient.